Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.5/1.0/105 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens was explanted on (B)(6) 2023 due to unreactive (fixed) pupil. This has not resolved the problem. Reportedly, patient pupil is 3-4mm and continues to be under observation.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -9.5/+1.0/105 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced an unreactive (fixed) pupil. On (B)(6) 2023 the lens was explanted but the problem was not resolved. The status of the eye: "the patient's pupil is 3-4 mm and is under further observation". The reporter states the cause for this event was unknown. H6- health effect - clinical code: "4581- unreactive (fixed) pupil" should be added. Claim# (B)(4).